Manufacturer narrative:
An authorized field technician was dispatched to the customer's location to conduct a visual and functional evaluation. The reported issue was confirmed; however, the contributing factor of the issue could not be determined. The wheel assembly was replaced and the stretcher was returned to service.

Event description:
It was reported a transport wheel detached from the stretcher. There was no report of patient involvement or adverse event associated with the issue.

Event description:
It was reported a transport wheel detached from the stretcher. There was no report of patient involvement or adverse event associated with the issue.